Event description:
It was reported that during a procedure to address ineffective stimulation (reference MFR report: 3008829311-2017-00214), a replacement lead was unable to be implanted at l5. The physician placed the lead, however the patient experienced motor stimulation and the lead was not implanted.